Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had screen was distorted and unable to read the screen, act button had harder to pressed to work. No harm requiring medical intervention was reported. The insulin pump had rejected new battery couples of time and given failed battery test couples pf time. Customer declined to troubleshooting. The device will not be returned for analysis.